Manufacturer narrative:
The customer was contacted for the return of the suspect product. Customer is pending RMA to send in device for evaluation. The complaint will be reopened once the product is received.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included power testing, ac/ battery, bench testing, and environmental chamber testing without duplicating the customer's report. An internal inspection found no discrepancies. No power-related accessories were returned for evaluation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.